Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, he had open incisional hernia repair on the right lower groin. A surgipro mesh was installed. The patient was sore during the normal healing process but returned to work. The work is very physical and since that date, he has had moderate to severe pain (sharp, electrical) since that date. Medical assistance has been sought from a surgeon and physical rehabilitation physician. Additional information has been requested but not yet received.